Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that the issue happened during the procedure, before punching the aorta. Patient was in the or. The hst iii system (3.8mm) seal failed to load because it was not possible to wrap it completely (step 1). The procedure was completed by using a new device. No patient harm/effects occurred due to the defective device. No procedural delay.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1. The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device as well as on the delivery device white plunger. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal was observed in the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000464463 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.